Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4, serial #: possible serial number (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the power turned off automatically even though the battery pack was inserted into the pump and turn on the power." The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint that the power turned off automatically even if the battery pack was inserted into the pump and power was turned on. No physical damaged was found on the device. Functional tests confirmed the complaint. The issue did not improve after recharging and checking again. The cause was a defective battery pack. The ac adapter was replaced to resolve this issue.